Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported complaint that the cmems unit has damage to the cord attached to the back of the unit was confirmed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a badly broken and frayed power extension cable with exposed wires, causing the cmems unit to spark when turning on.

Event description:
There was sparking from the cord attached to the back of the patient electronic system when it was turned on. The unit was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.